Manufacturer narrative:
The event of ineffective stimulation, system explant planned was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-11968. It was reported that the patient may have their system explanted due to ineffective stimulation.